Manufacturer narrative:
The investigation determined that discordant vitros anti- sars-cov-2 igg results were obtained from a patient sample tested on two different vitros cov2 igg reagent lots when processed on a vitros 5600 integrated system. The results were discordant based on a non-reactive result obtained for the same sample tested using a vitros cov2tot method and a non-vitros elisa cov2 igg method. A definitive assignable cause for the discordant reactive results could not be determined with the information provided. Based on historical quality control results, a vitros cov2igg reagent performance issue is not a likely contributor to the event. All qc fluid results were within the correct instructions for use result interpretation region. Additionally, there was no indication of an instrument malfunction. Precision testing to assess instrument performance was performed and the results were acceptable indicating an instrument issue is not a contributor to the event. In addition, pre-analytical sample processing could not be ruled out as a contributing factor. It is unknown if the customer was following the sample collection device manufacturer¿s recommendation for sample centrifugation. Cellular debris due to poor sample preparation was potentially present in the affected sample, although this could not be confirmed. It was concluded that the discordancy between the vitros cov2igg and cov2tot assays was due to false positive results for the samples. The vitros cov2igg instructions for use does not preclude the possibility of false positive cov2igg results due to cross-reactivity from pre-existing antibodies or other possible causes. The customer failed to provide any additional testing results using appropriate antibody blocking tubes. Therefore, the presence of an unknown sample interferent causing the discordant vitros cov2igg results cannot be completely ruled out. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros cov2igg reagent lots 0160 or 0185.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solutions center (tsc) to report discordant reactive vitros anti- sars-cov-2 igg (cov2igg) results obtained from a single patient sample tested on two different cov2igg reagent lots on a vitros 5600 integrated system. The vitros cov2igg results were considered discordant as a non-reactive result was obtained for the same sample tested using a vitros anti-sars-cov-2 total (cov2tot) method and a non-vitros elisa cov2 igg method. Vitros cov2 igg lot 0185 patient sample result of 11.2 s/c (reactive) versus the expected result of non-reactive. Vitros cov2 igg lot 0160 patient sample result of 1.84 s/c (reactive) versus the expected result of non-reactive. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The discordant vitros cov2 igg results were not reported from the laboratory. There is no allegation of patient harm as a result of this event. This report is number 2 of 2 MDR¿s for this event. Two (2) 3500a forms are being submitted for this event as 2 devices were involved. This report corresponds to ortho clinical diagnostics inc. Complaint numbers (B)(4).